Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (medical problem code, component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) checked compress test, ran a leakage test with no issue found. The fse ran the unit for almost 2 hours. Unit is ok. Returned unit to the customer and cleared for clinical use. All functional test and safety check were performed to factory specifications.

Event description:
It was reported that during start-up cardiosave intra-aortic balloon pump (iabp) had auto fill failure. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, event site full name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.